Manufacturer narrative:
Analysis was normal. The device was above the elective replacement indicator (eri). No anomalies were noted.

Event description:
It was reported that the patient developed a pocket infection a month after implant. Necrotic tissue was present and pseudomonas grew from the pocket. The system was explanted. The patient was stable.